Event description:
The pt was in the process of changing her insulin cartridge when she noticed an air bubble. She examined her infusion set tubing and noticed that the tubing had separated at the luer lock connection. She immediately changed her infusion set tubing. Her blood glucose values were not affected. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.